Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) could not duplicate the error but found that the fiber optic connector and door were damaged, causing the fiber optic connection to be loose and required replacement. The stm replaced the fiber optic extension cable and connector along with the front panel / fiber optic door. The stm then completed full preventive maintenance. All calibration, functionality, and safety checks were completed and passed to factory specification. The iabp was then released back to the customer for clinical use.

Event description:
The customer reported, while in use on a patient, the intra-aortic balloon pump (iabp) displayed fiber optic sensor module failure. The iabp was replaced with another cardiosave iabp. No adverse event reported.